Event description:
It was reported that a malfunction occurred on the pump, identified by the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. Customer was instructed to continue using the pump and to call back if the malfunction reappears, which they acknowledged and understood.